Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone insulation peeled on the hemopro jaw. The piece fell into the pt and was retrieved using the device through the original incision. There was no extra bleeding and the incision did not need to be enlarged. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).